Event description:
A patient had a crmd high voltage device implanted on (B)(6) 2013 which was explanted on (B)(6) 2018 with information on replacement not made available. Then on (B)(6) 2017, the patient had a 33mm epic valve and 27mm trifecta gt implanted. On an unknown date, the patient was reported with endocarditis and diagnosed with sepsis. On (B)(6) 2018, the patient passed away. Additional information has been requested.

Manufacturer narrative:
An event of endocarditis, sepsis, and patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A patient had a crmd high voltage device implanted on (B)(6) 2013 which was explanted on (B)(6) 2018 with information on replacement not made available. Then on (B)(6) 2017, the patient had a 33mm epic valve and 27mm trifecta gt implanted. On an unknown date, the patient was reported with endocarditis and diagnosed with sepsis. On (B)(6) 2018, the patient passed away. No further information was provided.